Manufacturer narrative:
G4:17feb2020. B4:19feb2021. H11:g5:k102985. The customer requested that a philips service engineer (se) be dispatched to the customer site, and it was confirmed that the power management board required replacement. The se replaced the power management board, and after installation of the new pm pcba, conducted the test outlined in the verification procedure. The device passed testing successfully and was returned to service. The removed power management printed circuit board assembly (pm pcba) assembly was returned for analysis. The visual inspection revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the pm pcba into a fi ventilator to verify and test the functionality. The fi lab was unable to duplicate the reported problem; no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020. .

Event description:
It was reported to philips that the device had a power supply failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.